Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side device rupture diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Corrected data: g.3: aware date in initial medwatch should have been listed as 18jun2024. Device analysis: based on the product analysis performed, the assessments of the complaints are: rupture: observe, broken on radius side assessed, as surgical impact opening. Shell thickness within specification. As per the investigation procedure: non-penetrating nicks were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side device rupture. Diagnosed via ultrasound. The device has been explanted and replaced.